Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported). Device analysis report attached.

Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.